Event description:
Physician used an iris scissor during removal of screw in right ankle of pt. Noted that one tip of scissor was missing. Physician explored incision cavity and also viewed site under fluroscan. No scissor tip was noted. Additionally, rep, stated that they will not return the instrument for eval.

Manufacturer narrative:
Instrument was not returned for eval. Without instrument cause for failure cannot be determined or issue confirmed. If the instrument is returned in the future, we will file a followup report after the eval is completed.